Manufacturer narrative:
Clinician indicated there was a fracture of the pilot drill. Clinician indicated that the event did not involve an injury or death to the patient; however, surgical intervention was required to preclude permanent impairment. Excessive side load may cause drill to bend and fracture. Instruction to "avoid application of excessive bending load on smaller diameter drills..." Is documented in IFU l8119-zd. Device not returned.

Event description:
Pilot drill (pn 07366) fractured in osteotomy. Clinician retrieved and proceeded with implant.

Manufacturer narrative:
Clinician indicated there was a fracture of the pilot drill. Clinician indicated that the event did not involve an injury or death to the patient; however, surgical intervention was required to preclude permanent impairment. Excessive side load may cause drill to bend and fracture. Instruction to "avoid application of excessive bending load on smaller diameter drills..." Is documented in IFU l8119-zd.

Event description:
Pilot drill (pn 07366) fractured in osteotomy. Clinician retrieved and proceeded with implant. Date of event is unknown.